Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg would not communicate with any charger or programmer. Header was found to have contamination in the area of the feedthroughs. The antenna coil had some cuts and punctures in the silicone. Battery voltage was low and it is suspected that dried flux contamination may have caused excessive current draw. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system consisting of an ipg and percutaneous leads on (B)(6) 2007. It was reported that after functioning for about 20 minutes, the ipg began turning off by itself. In addition, no amplitude bars would appear when the pt attempted to communicate with the ipg using his programmer. All leads were checked and appeared to be functioning properly. The ipg was replaced on (B)(6) 2008 and returned to ans for analysis. No add'l events have been reported since the replacement.